Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left knee revised on (B)(6) 2017 for complaint of failed total knee, pain with recurrent bloody joint effusions, and joint instability with valgus clunking. Surgeon noted operatively knee had valgus instability in extension, with the lateral femur being to short by 1-1/2 mm, and varus instability in flexion. Femur and tibial components were revised. Patella was "in good shape". Doi: (B)(6) 2016, dor: (B)(6) 2017 left knee.